Manufacturer narrative:
Updated fields: h2, h6. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the ultra-catch nt (1.8 fr x 115 cm) stone retrieval device basket's rear section has come off. The issue occurred during a therapeutic ureteroscopy procedure and was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.